Event description:
The valve was adjusted to the pressure level 200, but the surgeon is of the opinion that the x-ray shows 220. In addition, the surgeon programmed the valve prior to the implantation (as specified in the instructions for use). The x-ray was performed shortly before the reimplantation and the surgeon confirms that the valve is in the right side (not turned upside down). The valve was removed and a new valve was implanted. No irm was performed after the programming of the device.